Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 6.2 mmol/l. The customer rewound with the reservoir in place sticking to the bottom of the o-ring. The customer was advised to return the reservoir for analysis.